Event description:
While preparing for placement of a pacemaker, a 7f sheath by bard was being set up. A guidewire must pass through an 18g needle to access the vessel. The problem was, the wire would not pass through the needle. We attempted this procedure with three different packages and none of the three were successful. Finally a fourth kit was used and was successful. No injury to pt.